Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was 580mg/dl, treated with manual injection. Customer was admitted to the hospital as a result of the high blood glucose. The customer had diabetes ketoacidosis and admitted to intensive care unit; treated with IV drip, fluids and insulin. Customer believes the pump was not working. Customer noticed a bent cannula, which they were advised how that could have been the reason why their blood glucose was high. The customer was advised to react out to health care provider if they have any questions.